Event description:
It was reported that the patient developed an infection. Their ICD system including medtronic right ventricular lead was removed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".